Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr1668 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that there were barbs with the tip of the guide wire that was also bent.